Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the tip of the spine clamp driver was worn. The procedure was completed with the use of another spine clamp driver. There was a delay of less than 1 hour. No impact on patient outcome.